Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited premature depletion. The device was removed and replaced with a competitor device while the patient, who lived in (B)(6), was abroad in (B)(6). The patient was reported to be stable post-procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Longevity calculation was performed and found the battery depletion was normal based on the device usage. The longevity estimate reported by the field appeared anomalous and was a diagnostic anomaly. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.